Event description:
During patient use, suddenly alarm occurred and the display froze with error message "no communications." The patient was ambu bagged and switched to another ventilator. Rebooting the ventilator resolved the issue. At this time, the ventilator is ventilating normally. No permanent injury was reported in this case.

Manufacturer narrative:
Although requested, no patient information was provided.